Event description:
The customer reported that their device had lost power and powered itself back on. This issue could prohibit use of the device on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported failure. It was observed through an electronic patient record created during testing, that the device lost power several times. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported failure. It was however observed through an electronic patient record created during testing, that the device had multiple indications of "power off" and "power on". Physio replaced the battery pins as a precaution and observed proper device operation through functional and performance testing. The device was returned to the customer for use.